Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 8/31/2023, it was reported by a sales representative via email that (3) ar-3636h knotless hip fibertak pulled out of implantation site immediately after implanting. This was discovered during a hip labral repair procedure on (B)(6) 2023. The case was completed using another ar-3636h from a different lot number.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion, improper bone prep and/or prying/leveraging the device during use.